Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted and could not be delivered. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the target lesion was mildly tortuous and severely calcified with 65% stenosis.

Manufacturer narrative:
Device evaluated by MFR: promus element plus, mr,ous 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured. And the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube, found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section, found no issues along the shaft polymer extrusion. A test guidewire loaded successfully after soaking in the water-bath. No other issues were identified, during the product analysis.

Event description:
It was reported, that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure. It was noted, that the stent struts were lifted up and could not be delivered. The procedure was completed with another of the same device. There were no patient complications. And the patient was stable. It was further reported, that the target lesion was mildly tortuous and severely calcified with 65% stenosis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x20mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted and could not be delivered. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.